Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 3 of 3 devices were returned for evaluation. Evaluation of one device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of two devices found chuck wear and lack of maintenance. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.